Event description:
Healthcare professional reported 2-3 hours after injection with juvederm ultra plus xc in the nasolabial folds and superficial lines in the pyriform fossa patient experienced a vascular event, observed as a reticular pattern of "red and bluish discoloration" of the right cheek, right lateral nose, and down to the right upper lip area. The patient's upper lip also displayed blanching. Patient was treated with hyaluronidase, aspirin, and nitro ointment. During a follow up appointment the day after onset, patient presented with "mild pain" beside her nose and bruising; her "affected skin was hyperemic/erythemic without any purple discoloration. The capillary refill time was around 2 seconds in most of the affected areas." Patient was treated with additional hyaluronidase, warm compresses, massage, enteric coated aspirin, and keflex. Patient was not provided with additional "topical nitroglycerine due to skin burning sensation" when applied. Nine days after symptom onset patient was treated with valtrex "because one of her family members suffers from herpes simplex and the patient had a bit of skin breakdown in her upper lip." Per the healthcare professional patient is doing "much better" with only "diffuse light erythema on the right cheek and upper lip." The patient is expected to make a complete recovery approximately 3 to 4 weeks post injection.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ischemia involving erythema, skin discoloration, pain, ecchymosis, and blanching is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.